Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photos identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Hcp reported left-side rupture. Device has been removed and replaced.